Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on an unknown date at 10:30 pm with blood glucose of over 1000 mg/dl. The customer experienced symptoms such as vomiting. The customer was treated with manual shots. The customer was not wearing the insulin pump during the hospitalization and the customer was off the insulin pump less than 48 hours. The customer reported that the insulin pump was not working and the doctor put customer off the insulin pump until the doctor and customer trained on insulin pump again. The customer performed high pressure test and it failed. The customer was not able to read the screen. The customer¿s current blood glucose level was 363 mg/dl. The drive support cap was normal. The insulin pump will not be returned for analysis.